Manufacturer narrative:
User decided to take additional medicine based on the reading from the unit. The instruction manual instructs the user to contact a physician for medical advice. In addition, the instruction manual points out that a single measurement does not provide an accurate indication of the true blood pressure and to keep a record for your physician.

Event description:
Customer claims that the unit was reading high and was admitted to the hospital. Consumer claims she is very sensitive and highly attuned to her body. States that she felt her blood pressure was rising and elevated. She took her blood pressure with the unit. She took more medicine based on the readings. Claims she fainted; fell and hit her head. Claims she awoke in a pool of blood. Claims that she was transported to the ER by the emt services. States that she was treated. Claims that she received further treatment from her primary care physician. Consumer states, she will not provide the unit for inspection on the advice of her attorney. Claims they wish to keep the unit in its original condition.